Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: spin collar change on mz extension sets has caused accidental disconnections and leakage.

Event description:
It was reported while using bd maxzero¿ extension set, removable maxzero¿ needle-free connector disconnection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: spin collar change on mz extension sets has caused accidental disconnections and leakage.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of spin collar change causing leaks could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5304 because the lot number is unknown.